Event description:
It was reported that during an open pneumectomy procedure, some staples of the proximal part were not deployed properly when the device was fired on the inferior pulmonary vein. Bleeding occurred from the nerve center of the blood vessel. Additional suture was performed to stop bleeding. Reinforcement material was not used. A new cartridge was loaded into the same device and the device could be fired as intended. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.